Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported that the patient¿s blood glucose increased to 21 mmol/l (378 mg/dl) while wearing the pod between approximately 5 and 24 hours. The patient reported that the pod adhesive was not holding well and was partially lifted. Upon removal of the pod from the arm, the cannula was observed to be bent. As treatment, a new pod was applied.